Manufacturer narrative:
Update field: d4 (unique identifier (UDI) number).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the issue could not be confirmed during the device evaluation, the cause of the issue could not be conclusively identified. It may have caused by insufficient cleaning and incorrect equipment handling as a result of the staff not being trained in accordance with the instructions for use (IFU). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. However, the subject device did fail the leak test during inspection. The device was leaking at the distal end of the biopsy channel. In addition, the evaluation also found a deformed nozzle, a scratched cover lens for the charged coupled device (ccd) and the light guide (lg), broken lg bundle fibers, a scratched control unit cover, separated glue on the bending section cover, cut wire on the metal braids of the bending section, scratches and low insulation on the connecting tube, a scratched grip unit, peeled off paint on the air/water and suction cylinders of control unit, a scratched universal cord, sediment in the scope connector, and the angulation wires and knobs required adjustment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported, during the reprocessing of the exis exera duodenovideoscope, which had occurred after a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the biopsy channel was observed to be perforated and obstructed by a foreign body. There was no report of patient harm associated with this event.